Event description:
It was reported that the patient received inappropriate shock for noise on the right ventricular lead. Inhibition of pacing was also noted. Programming changes were performed. The patient was in stable condition.